Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Emi noise occurred in multiple episodes. Unexpected shock occurred on (B)(6) 2014.

Event description:
It was reported that the patient received inappropriate therapies from their implantable cardioverter defibrillator (ICD) due to oversensing of electromagnetic interference (emi) noise when the patient was swimming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).